Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances. Reprogramming was unable to provide resolution. Patient underwent surgical intervention to have the lead replaced with a new model. Therapy has been restored.